Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gastrointestinal (gi) bleeding and hypertension could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted log files confirmed elevations in pump power; however, a direct cause for the reported events could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2021. The pump operated above the low speed limit for the duration of the log file. Transient power elevations were observed on (B)(6) 2021, some of which were captured during pulsatility index (pi) events. There were no atypical pump-related alarms and the log file appeared to show the pump operating as intended. The account reported that the patient was admitted to the hospital on (B)(6) 2021 for gastrointestinal (gi) bleeding. The patient had an esophagogastroduodenoscopy (egd) performed which revealed multiple gastric polyps which were oozing. The patient reportedly also experienced hypertension in their portal vein, and gastropathy with marked friability. The patient was reportedly discharged home with chronic bleeding and would undergo outpatient blood transfusions as needed. The cause for the power elevations was reportedly unknown. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. The heartmate ii left ventricular assist system instructions for use (rev. C) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also included in the instructions for use. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas IFU states that post-implantation hypertension may be treated at the discretion of the attending physician. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 30sep2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was doing well. The patient was admitted for gastrointestinal bleeding (gib). The account planned to proceed with care as normal. The patient was admitted for gastrointestinal bleeding on (B)(6) 2021. Gib was confirmed. An esophagogastroduodenoscopy (egd) showed multiple polyps oozing and large varices, as well as portal hypertensive gastropathy with marked friability. The patient was discharged home with chronic bleeding. The patient was to receive outpatient transfusions as needed.